Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped in (B)(6) 2024 due to fracture resulting in patient feeling out of breath the whole time from june to october of last year. It was also noted that the patient passed out at some point during this time. Should additional information be received, this file will be updated.